Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) male patient had impella cp pump inserted in the left femoral for high-risk percutaneous coronary intervention (hrpci). It was reported that a subcutaneous hematoma developed at the insertion site after the impella cp was implanted. The patient received 4 units of mannitol, adenine, and phosphate. Per the physician, there were no major adverse event. No further information was provided.